Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7083784.

Event description:
It was reported that during the implant procedure, the physician took multiple attempts to get leads into place before obtaining the optimal position. Following the procedure, the patient reported increasing pain down the legs even when stimulation was off. The physician was unsure of the cause of pain. The patient was prescribed with pain medications and was given injections. Upon follow-up, the patient was doing well and had fully recovered.

Event description:
It was reported that during the implant procedure, the physician took multiple attempts to get leads into place before obtaining the optimal position. Following the procedure, the patient reported increasing pain down the legs even when stimulation was off. The physician was unsure of the cause of pain. The patient was prescribed with pain medications and was given injections. Upon follow-up, the patient was doing well and had fully recovered. Additional information was received that the pain was not device related.